Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during peritoneal dialysis, during initial drain. The patient was connected at the time of the alarm. The cause of the alarm could not be determined. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) completed therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. The reported problem could not be confirmed and a root cause could not be determined. A follow-up report will be filed if any additional information becomes available.